Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the tower door had failed. The field service engineer (fse) identified that door 4 was intermittently malfunctioning. To resolve the issue, the fse cleaned the contacts on the micro switches, applied electrical enhancer, and secured the connections. Additionally, the fse discovered a failure in door 3 and replaced its pop latch. The functionality of both doors was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.